Event description:
A surgical technician reported patient woke up with pain in left eye 3 months 29 days post photo refractive keratectomy (prk). A corneal abrasion was noted. Topical steroid dosage was increased. Upon follow up, abrasion is resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).